Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off unexpectedly. Blood glucose was not impacted. Customer confirmed pump display turned on when plugged into a power source. Reportedly, the customer continued to use the pump for insulin therapy. Customer declined to perform further troubleshooting with tandem technical support. No additional patient or event information was available.